Manufacturer narrative:
The reported event that the device was broken inside of the package was confirmed by the complaint specialist during device evaluation; during the visual inspection the tightening screw was found to have broken off in two parts, allowing the entire device to be disassembled.

Event description:
It was reported that the device was found to be disassembled at the user facility. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that the device was found to be disassembled at the user facility. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that the device was found to be disassembled at the user facility. No patient involvement or procedural delays were reported with this event.